Event description:
On (B)(6) 2015, the lay-user/patient's daughter contacted lifescan (lfs) (B)(4), alleging that the patient's onetouch verioiq meter was reading inaccurately erratic. The complaint was classified based on the customer service representative (csr) documentation, since the reporter was unwilling to be reached by phone for additional information. It is not known when the alleged meter inaccuracy began. The reporter claimed blood glucose readings of "20, 80 and 180 mg/dl" were obtained with the subject meter, performed within an unknown time of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for precision. The reporter stated the patient manages her diabetes with insulin (self-adjuster) and claimed the patient took an increased dose of insulin (unknown type and dose) in response to the alleged issue. The reporter claimed the patient did not develop any symptoms however stated the patient treated herself with some sugar as a result of the alleged issue and felt well afterwards. The reporter claimed no other blood glucose tests were performed on any other device. No troubleshooting was able to be performed. Based on the information provided, there is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported as a malfunction because the subject meter did not meet lfs' precision criteria and the alleged meter issue was not resolved during troubleshooting.